Event description:
According to the reporter, while removing the guide wire during the procedure, the guide wire along with dilator got stuck. As a result, air entered the vein with a gurgling sound. The catheter was not repaired and there was no leak. Betadine and chlorhexidine were the clearing agents used on the device. Tego was not utilized and there was no luer adapter issue. Betadine was used on the insertion site prior to product placement. There was nothing unusual observed on the device prior to use and flushing was done successfully. There were no other products utilized with the device and no other defects/damages found on the product. There was no problem with the catheter's dimension and no occlusion. The guide wire and dilator used were the ones included in the kit. There was no excessive force used to pull/take out the product. There were no tools used when trying to remove the guide wire and dilator, and the guide wire and dilator were removed by hand. It was necessary to remove the guide wire and dilator from the patient simultaneously (in one action) due to the alleged defect. When removed, the guide wire and dilator were still intact. There was blood loss of 5 ml and blood transfusion was not required. The original catheter was still used and was successfully implanted to the patient, the patient wa s stable, and had optimal flow. About 15 minutes after catheter insertion, the patient had post surgery respiratory distress on the same day of the event (catheter implantation) and was shifted to intensive care. Following medical intervention, dialysis treatmentwas completed successfully, patient was stabilized and after 6 hours, the patient was discharged and no further complications were reported. Clinical parameters measurement of the dialysis sessions efficiency were good.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while removing the guide wire during the procedure, the guide wire along with dilator got stuck. As a result, air entered the vein with a gurgling sound. The catheter was not repaired and there was no leak. Betadine and chlorhexidine were the clearing agents used on the device. Tego was not utilized and there was no luer adapter issue. Betadine was used on the insertion site prior to product placement. There was nothing unusual observed on the device prior to use and flushing was done successfully. There were no other products utilized with the device and no other defects/damages found on the product. There was no problem with the catheter's dimension and no occlusion. The guide wire and dilator used were the ones included in the kit. There was no excessive force used to pull/take out the product. There were no tools used when trying to remove the guide wire and dilator and the guide wire and dilator were removed by hand. It was necessary to remove the guide wire/dilator and catheter from the patient simultaneously (in one action) due to the alleged defect. When removed, the guide wire and dilator were still intact. There was blood loss of 5 ml and blood transfusion was not required. The patient was stable and the procedure was completed successfully and the flow in catheter was optimal. Dialysis treatment was completed successfully. The patient had post surgery respiratory distress on the same day of the event (catheter implantation) and was shifted to intensive care. Following medical intervention, patient was stabilized and after 6 hours, the patient was discharged and no further complications were reported.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while removing the guide wire during the procedure, the guide wire along with dilator got stuck. As a result, air entered the vein with a gurgling sound. The procedure was completed successfully and the flow in catheter was optimal. The patient had post surgery respiratory distress. The patient was shifted to intensive care and following medical intervention, patient was stabilized. The catheter was not repaired and there was no leak. Betadine and chlorhexidine were the clearing agents used on the device. Tego was not utilized and there was no luer adapter issue. After six hours patient was discharged and no further complications reported. Dialysis treatment was completed successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.